Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3.1 pockets were not detected on bus. The field service engineer replaced drawer board and retractor band to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 3.1 pocket c3 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.